Manufacturer narrative:
Additional information: h6. H10: the actual device was not available; however, four (4) photographs of the sample was provided for evaluation. Visual inspection was performed and a broken occluder feet and an unknown substance around the thread of the main body was identified. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with a minicap extended life pd transfer set being ¿unable to fill or drain¿; this was further described as ¿the inside of the white part of the twist clamp was broken not allowing the transfer set to stay completely open¿. This occurred while in use on a patient for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.